Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited pacing lead impedances greater than 2000 ohms. No adverse patient effects have been reported.subsequent information indicates that this patient will continue to be monitored as there has been no artifact or shocks. And the patient does not require pacing.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.